Event description:
U.s. Surgical auto suture endo gia ii stapler with 3.8 mm stapler "load" became detached. Load/staple cartridge became stuck within abdomen, requiring extraction with endoscopic assistance.